Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports number 1627487-2014-05019 and -05020. The pt has two 3146 leads (from the same lot), a 3163 lead (for off-label use), and a 3166 lead (for off-label use). It was reported two of the pt's leads are not providing effective therapy, and one of the two leads showed invalid contacts. As a result, the pt will undergo surgical intervention. All leads are being reported because it is unk which leads are contributing to the pt's issues.